Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pre-discharge check, this right atrial lead was observed to have been capturing in the ventricle. A chest x-ray was performed and revealed that the lead had dislodged. A revision procedure was performed. The lead was successfully repositioned without incident. No adverse patient effects were reported.